Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device because the pump was no longer functioning. During surgery, it was observed that one of the pump tubes had become disconnected from the device. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.